Event description:
It was reported that during an unknown procedure, there was leakage from seal cap. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Scraper damaged. The analysis results found that the device was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn with no loss of material; however, this finding is not related with the incident reported. No incident related to the reported event was observed during the batch record.